Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/16/2016 with the following findings: during investigation, the keypad cover was found to be intact; no damage was observed. The up arrow and ok keypad buttons were intermittently unresponsive during testing. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and there was evidence of moisture found inside the pump and on the keypad flex. Unrelated to the complaint, investigation revealed evidence of moisture visible behind the display lens; the battery compartment was cracked near the case seal. Also unrelated to the complaint, the pump case was cracked between the case seal and keypad cover and between the case seal and display lens corner. A leak test showed a case crack leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.